Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record is not required as this is a confirmed complaint. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. This is a confirmed complaint. Refer to CAPA (B)(4).

Event description:
It was reported that bd vacutainer® winged safety pbbcs with 12 in. Tubing 21 g x .75 in would leak from the location where the needle connects to the butterfly or at the area where the push button is located. Instead of going through the tubing the blood starts profusely leaking. There was no injury or medical intervention.